Event description:
The customer reported a ventilator/battery failure. The customer reported that the unit was not in use on patient. The customer contacted product support and requested for service repair. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Per authorized service personnel (asp) the battery was replaced to address the reported issue.